Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 08/19/2019, a distributor of infutronix reported a tubing separation issue. The user facility contacted the distributor on 08/19/2019, stating that "patient had come back to the clinic and the tubing was pulled out of the cassette at the distal end." Medication 5fu was the medication being infused. Device operator was a nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Manufacturer narrative:
The reported tubing separation issue was confirmed. The administration set was tested on (B)(6)2019 and it was found that the tubing disconnected from the distal end of cassette. On visual inspection, it appeared as though the tubing had been pulled out of the distal end of the cassette by force. The evaluation did not identify any visible defects, damaged tubing, or other which may have contributed to the device failure. It can be concluded that the root cause is related to insufficient adhesive on the cassette connection. The affected set was scrapped after testing.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00034).